Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with rash, skin infection, redness, skin inflammation/swelling and abscess, under entire patch area. He only noticed the reaction after removing the sensor when it failed. He believed the reaction may be related to the nature of his work in construction, although it occurred under the sensor. He did not seek treatment until 3 days after noticing the reaction. He visited a doctor on (B)(6) 2026 to have it checked. No tests were performed, and the area was examined visually. The insertion site was red, inflamed, hot, and had an abscess. The doctor believed this was likely caused by bacteria entering under the over patch, possibly due to water exposure. He was prescribed an antibiotic, cephalexin (keflex) 500 mg, to be taken four times a day for 7 days. The skin reaction and abscess are no longer inflamed and are healing with the use of the antibiotic. The patient has been doing well since the event. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.